Manufacturer narrative:
The technician found the side rail is missing the screw on the latch bushing. The technician replaced the side rail latch bushing screw and tightened the other screws to resolve the issue.

Event description:
The technician alleged the side rail is loose and not latching. No pt impact.